Manufacturer narrative:
Investigation summary: the customer issued a complaint for clogged/blocked needle detected during customer usage. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. No sample was provided to bdm-ps for analysis; therefore, it is not possible to investigate the reported condition or determine the root cause.

Event description:
It was reported that the bd hypoint¿ needle was blocked or extrusion is only partially possible. The following information was provided by the initial reporter: " we inform you of a needle quality problem (¿reporter stated that sometimes -syringe is blocked -or extrusion is only partially (30% of suspension) possible¿).